Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device wouldn't open (locked jaws). There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis